Event description:
Initial result for a pt sodium was 149 mmol/l. When repeated, the results was 129 mmol/l. The field service rep repaired the instrument by changing the ise tubing and cleaning the mixing vessel.